Event description:
The drainage system was leaking. Additional information has been requested.

Manufacturer narrative:
The customer informed integra no more details about the product issue or about the product returned unopened will be provided. Investigation completed 6/08/17. Method: device history review/service history. Trend analysis. Failure analysis. The device history records of the eds ref 910110a, lot 1164266 were reviewed and did not reveal any anomaly that could be related with the reported condition. The batch was released in october 2016. A review of integra complaint database since 2014 revealed no complaint for leakage for the eds or eds kits (ref 910110a, 910110n, 910112a, 910112n, 910120a, 910120n, 910123a). Four complaints were received reporting ¿disconnection¿ (3 from the same hospital, at the same time, in 2014). Over 47, 400 eds (alone or as kits) have been sold since january 2014, leading to a complaint rate for leakage or disconnection of 0.008%. The returned eds were tested for leakage (12 eds) and none showed any leakage. The complaint is not verified on the returned units. Conclusion: since the actual device was not returned, the exact root cause of the reported leakage could not be determined. Each eds is tested for leakage during manufacturing and since 2014, no other complaint was received for leakage, and with 4 complaints received for disconnection, the complaint rate for leakage or disconnection is 0.08% (over 47, 400 eds have been sold since 2014).